Event description:
It was reported that this lead dislodged approx. 3 days after implantation in lbb position. The lead was explanted and discarded.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.